Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The following information was requested, but unavailable: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure, a manual echelon stapler (ec60a) locked out. It appears that the stapler was loaded with a 45mm reload (gst45w). The surgeon and staff in this procedure did not reverse the knife blade to unlock the stapler. The device was removed and placed on the back table with tissue still locked in the device. The surgical tech was able to reverse the knife blade and open the jaws. It's unknown whether there were any patient consequences.